Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated total bilirubin results when processing on the architect c16000. The following initial and retest data was provided: 18.1 (initial) and 12.6 (retest). 53.5 (initial) and 40.8 (retest). 5.3 (initial) and 3.7 (retest). 25 (initial) and 19.6 (retest). The customer uses a reference range of 3.4-20.5 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of trending data, a review of manufacturing documentation, and a review of product labeling. A ticket search by product lot found one complaint similar to the current complaint issue. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available manufacturing documentation for the likely cause lot did not identify any issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.